Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the pt said their interstim system will be removed tomorrow because it has not been helpful for their bowel symptoms and they noticed it impacted their bladder if they increased it. Pt said no one told them it would impact their bladder and they got it to reduce the amount of times they would have to transfer to the toilet as pt said they are handicapped, paralyzed from the waist down. Pt said when they changed the setting so it no longer impacted their bladder it did not help their bowel. Pt said in (B)(6)2022, they turned it off and have left it off since then because there was no difference in their symptoms if it was on or off. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned medical history. This included pt also mentioned when the interstim was put in, it was put in with the understanding that 2 weeks later, if they were doing okay with it, they would put in an 8 year battery making it permanent and giving 2 weeks to see how it works, but instead they got the smaller one. Pt said at that time they read information that said they would not be able to tell anything for 2 weeks after permanent implant, it has to be there working for more than 2 weeks before you will notice any change in symptoms. Agent reviewed some interstim post-surgical information and asked what that literature was. Pt did not provide. Agent reviewed if they find it and call back to wipe the handset, they can let medtronic know what it is at that time. Agent called pt back to clarify pt's statements about "2 weeks" however there was no answer so agent left a message. Additional information was received from the patient. The patent reported the interstim system was fully removed on friday. Patient requested assistance wiping their handset. Warm transferred to mobility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.